Event description:
The customer contacted physio-control to report that their device powers on and off on its own. In this state, defibrillation therapy may not be able to be delivered. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Additionally, the device failed to detect a patient simulator through the therapy electrodes. Root cause could not be established however, a loose magnet in the electrode tray area can cause the device to power on and off on its own. The returned device was archived by physio-control.

Manufacturer narrative:
The customer received a warranty replacement. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powers on and off on its own. In this state, defibrillation therapy may not be able to be delivered. There was no patient involvement reported with the event.